Event description:
It was reported that the customer received a lost sensor alarm from the insulin pump after inserting the sensor. The customer's complaint was documented and the customer advised that the transmitter may not be working. The customer's reported blood glucose value was 1.7 mmol/l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.